Manufacturer narrative:
Device code: other ( none known). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure, a jumbo forceps biopsy device was utilized versus the intended large capacity device which resulted in a bleed at the biopsy site. The incorrect device was chosen by the user. The bleed site was treated with a cautery device. The specimen was obtained and the procedure was completed with the event device. The pt was under observation to ensure that the bleeding did not recur.